Event description:
The surgeon inserted a single piece silicone lens model aa4204vf in the pt's eye and the lens haptic tore. The surgeon enlarged the incision to remove the lens and replaced it with another model lens. A suture was placed to close the wound.